Manufacturer narrative:
The connection with the cpu board switch was reseated to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction causing the unit to restart automatically resulting in the loss of mechanical ventilation. There was no report of patient involvement.